Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent temperature alarms occurred. The customer declined to provide additional information regarding the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.